Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed. (B)(4).

Event description:
It was reported the physician was implanting a gore® cardioform septal occluder to close a large atrial septal defect with a deficient retro aortic rim. A static measurement of 13mm x 20mm was taken of the defect. The device was deployed and locked. One hour post procedure the device embolized. The device was removed with a snare and the patient will be taken to surgery for closure of the defect.